Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the first firing with the device was routine; normal sound and firing speed. There was about 45 minutes between the first transection and the second transection. On the second transection, everything seemed normal during the firing; the device sounded fine and the firing speed was as expected until the knife failed to return due to what seemed like a dead battery. There was a couple minute delay between the device being removed from the tissue and being handed to the sales rep. She described that the battery is typically a little warm, but when it was handed to her, it was so hot that when she touched it with her gloved hand, she instinctively pulled away. She ended up leaving the battery in the device and placed it in a biohazard bag. There was no abnormal odor from the battery.

Event description:
It was reported that during a right middle lobectomy procedure, on the second firing of the device when transecting a vascular bundle, thought to be a branch of the pulmonary artery, the battery died after the device was fully fired. A complete cut line and staple line were deployed, but the knife did not return to the home position. The surgeon attempted to use the knife reverse switch, but it seemed to be stuck and not working. The manual override was used to open the device. The device was passed to the sales rep to be placed in a biohazard bag and she noted that the battery pack was hot when it was removed from the device. She was not burned as a result. The case was completed with a competitor¿s device. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). Firing trigger switch actuator post. The analysis found that one pve35a device was returned for analysis with a vasecr35 cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions. In addition the device was returned with a nonworking firing mechanism. The device closed and opened properly during testing. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although, no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Per event description device was bailed out, but device was returned with b.o. Door installed. Device was c.t. Scanned. It was observed that the bailout pawl is in the bailed out position, but the crossover gear and cam are not in the bailed out position. Firing switch actuator post on frame a is broken. Upon shroud removal, it was confirmed that the pawl is engaged with the driver bar and the cam is not hooked on the bailout washer and the crossover gear is in the up position. The bailout was reset and the device was determined it would fire if the firing trigger switch was actuated by hand. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete.

Manufacturer narrative:
(B)(4).